Event description:
A (B)(4) distributor contacted zoll customer support to report that the monitor's front response button had fallen. The affected pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (response button fell off) has been confirmed. Upon investigation the front response button was missing. The cause of the missing response button could not be positively identified but was likely excessive force. No adverse event resulted from the missing response button. The pt received a replacement monitor.